Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a lead revision procedure. The physician decided to repair the lead since the fracture was on a proximal level. The connector was cut away at the fracture site and an extension adaptor (competitor's product) was connected. Since this adapter terminal is is-1 another adapter had to be connected to transform it in lv-1, md bis/blv-4402 sn (B)(4) was used. Finally the lv impedance measurements were within normal limits, 487 ohms.

Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that the during a routine follow-up appointment it was discovered that this left ventricular (lv) lead had no capture, impedance measurements greater than 2,000 ohms and no lv sensing. It was revealed that this has been clinically present for approximately one year. The patient also reported a recent fall and a change in activity level with increased limitations for approximately the last year. An x-ray was peformed and it was seen that the lead was fractured at the proximal region. A revision procedure will be scheduled in the future. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to pace only in the right ventricle to maintain lower rate limit and rate response. The patient was discharged to home.